Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her daughter (an adult), was receiving an apply sample error message, on her onetouch ultra 2 meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began, on (B)(6) 2017, at 8am. It was noted that the patient takes no medication for diabetes, and in response to the alleged meter issue she continued with her normal diabetes management. The reporter alleged that 45 minutes after the meter issue began, the patient developed symptoms of ¿shakiness¿. In response to the symptoms, at 11.23 am, it was alleged the patient, self-treated by consuming some food and/or drink. During troubleshooting, the csr noted that this was not the first time the meter was being used, the correct test strips were being used, and the patient had been using the correct testing process. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.